Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise signals creating an inappropriate storage of an untreated ventricular tachycardia episode. The patient reported they were at a garage sale at the time of the stored episode. Noise was reproducible through isometric maneuvers in all three vectors. Technical services (ts) was consulted and recommended a chest x-ray. A chest x-ray was performed and ts analysis confirmed that the lead appears fully inserted. Device optimization was performed and the primary vector yielded the best results. Additional information was received that the patient received an inappropriate shock as a result of oversensing noise signals. Isometrics were performed and reproduced the noise in all vectors. Subsequently, the patient requested that the s-ICD device therapies be turned off to prevent receiving another inappropriate shock, therefore device therapies were turned off. The plan is for the patient to undergo a device upgrade procedure at a later date. Ultimately, the electrode has been explanted as part of a full s-ICD system explant. No adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported inappropriate shock, oversensing and noisy signals.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise signals creating an inappropriate storage of an untreated ventricular tachycardia episode. The patient reported they were at a garage sale at the time of the stored episode. Noise was reproducible through isometric maneuvers in all three vectors. Technical services (ts) was consulted and recommended a chest x-ray. A chest x-ray was performed and ts analysis confirmed that the lead appears fully inserted. Device optimization was performed and the primary vector yielded the best results. Additional information was received that the patient received an inappropriate shock as a result of oversensing noise signals. Isometrics were performed and reproduced the noise in all vectors. Subsequently, the patient requested that the s-ICD device therapies be turned off to prevent receiving another inappropriate shock, therefore device therapies were turned off. The plan is for the patient to undergo a device upgrade procedure at a later date. Ultimately, the s-ICD system has been explanted. No adverse patient effects were reported.